Manufacturer narrative:
Section d4: device manufacture date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on centrimag (cmag) mechanical circulatory support when the console stopped working. The customer swapped out the cmag console, motor, and monitor for a new set and the customer was placed back on support. It was communicated on (B)(6) 2025 that the patient passed away. It was possible that the device issue impacted the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console not working, low flow alarms, and ¿power disruption¿ alarms was unable to be confirmed. The centrimag motor (serial number (B)(6) was not returned for analysis. Provided information stated that log file data was unavailable. It was stated that the console, motor, and monitor were exchanged and the customer was placed back on support. Multiple attempts were made to obtain additional information from the customer regarding the event, including if product was returning; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number (B)(6), and the motor was found to pass all manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual (rev. E) provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 12.1 ¿ "appendix I ¿ primary console alarms and alerts", covers all alarms (auditory and visual), including flow alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual, section 4 ¿ "warnings & precautions", states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.